Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported inability to interrogate the pulse generator. After the device was cut open and connected to the external power supply, the device could be interrogated normally. The root cause of the anomaly could not be determined. (B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. The pulse generator was unable to be interrogated. The device was explanted on (B)(6) 2016. The patient was in good condition and was discharged.